Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error due to non-sleep anomaly software error. Device received with unexpected battery power loss, drive count or time values or changes incorrect for moving or coasting. Too slow or too fast and had high sleep current due to moisture damage on electronic assembly.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. Pump received this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to non-sleep anomaly software error. Unit received with unexpected battery power loss, drive count/time values or changes incorrect for moving or coasting. Too slow or too fast and had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received power error detected alarm. The customer¿s blood glucose level was 3.1 mmol/l. The customer reported that they received a power error detected every 3 to 4 hours. It was reported that the customer was able to successfully clear the alarm. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.